Event description:
The instrument generated a dis402 dispenser drive step lost error during a partial plate run. The sample handling software the user was using did not generate an alarm to the user. The error was captured in the ortho summit processor error log. No death or serious injury was associated with this incident.